Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, checked voltage for battery pack and cross-checked with another battery pack, and suspected a problem with the power supply. Repairs are ongoing. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) charger indicator was not showing and the battery voltage showing was invalid. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) charger indicator was not showing and the battery voltage showing was invalid. There was no serious injury or death.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) charger indicator was not showing and the battery voltage showing was invalid. There was no patient involved.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h6, h10, h11. Corrected fields; a1, b5, d10, h6 (health effect - impact codes). A getinge field service engineer (fse) was dispatched to investigate and was able to reproduce the issue. The fse evaluated the iabp unit, checked voltage for battery pack and cross-checked with another battery pack, and suspected a problem with the power supply. The fse replaced the power supply to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.